Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration or disappearance of device / migration of essure device location of device: l. Broad ligament") and genital haemorrhage ("excessive/ abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. 753647, 763847) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: yaz from 2006 to 2007; for an unreported indication: nuvaring from 2008 to 2010. Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and the first episode of weight increased ("weight gain"). On (B)(6) 2016, 5 years 7 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sexual intercourse / dyspareunia (painful sexual intercourse)"), the second episode of weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and adnexa uteri pain ("pain in left fallopian tube area"). The patient was treated with surgery (hysterectomy and salpingectomy) and surgery (pelvic surgery to address her complications on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, the last episode of weight increased, vaginal haemorrhage, menorrhagia, dysmenorrhoea and adnexa uteri pain outcome was unknown and the dyspareunia, migraine and headache had resolved. The reporter considered adnexa uteri pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), headaches, dysmenorrhea (cramping), perforation (fallopian tube(s)), pain in left fallopian tube area" were added. Lot number were added. Product implant date was updated. Historical medication were added. New reporter were added. Lab data was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration or disappearance of device / migration of essure device location of device: l. Broad ligament") and genital haemorrhage ("excessive/abnormal bleeding") in a 43-year-old female patient who had essure (batch no. 753647, 763847-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: yaz from 2006 to 2007; for an unreported indication: nuvaring from 2008 to 2010. Concurrent conditions included overweight, iron deficiency since (B)(6) 2013, vitamin d deficiency since (B)(6) 2013, hypertension since (B)(6) 2013, depression since (B)(6) 2013, anxiety since (B)(6) 2013, paratubal cyst and uterine enlargement. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during sexual intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). On (B)(6) 2016, 5 years 7 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and adnexa uteri pain ("pain in left fallopian tube area"). The patient was treated with surgery (hysterectomy and salpingectomy) and surgery (pelvic surgery to address her complications on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased and adnexa uteri pain outcome was unknown and the dyspareunia, migraine and headache had resolved. The reporter considered adnexa uteri pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), dyspareunia, pelvic pain, dysmenorrhea, fallopian tube perforation. 753647, 763847-invalid. Lot number: 753647 manufacture date: 2010/06 expiration date: 2013/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration or disappearance of device") and genital haemorrhage ("excessive/abnormal bleeding") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during sexual intercourse"), migraine ("migraines") and weight increased ("weight gain"). The patient was treated with surgery (pelvic surgery to address her complications on (B)(6) 2016). At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, migraine and weight increased outcome was unknown. The reporter considered device dislocation, dyspareunia, genital haemorrhage, migraine and weight increased to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2009, and reported adverse events including migration or disappearance of device (understood as device dislocation) and excessive/abnormal bleeding (understood as genital haemorrhage). On (B)(6) 2016, plaintiff underwent surgery(pelvic surgery to address her complications). There is a risk that the device could move out of the fallopian tubes. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. Genital bleeding is common in women and may have multiple causes. In this case limited information was given for the above mentioned events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration or disappearance of device") and genital haemorrhage ("excessive/abnormal bleeding") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during sexual intercourse"), migraine ("migraines") and weight increased ("weight gain"). The patient was treated with surgery (pelvic surgery to address her complications on (B)(6) 2016). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, migraine and weight increased outcome was unknown. The reporter considered device dislocation, dyspareunia, genital haemorrhage, migraine and weight increased to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 4-may-2017: quality safety evaluation of product technical complaint. Company causality comment this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2009, and reported adverse events including migration or disappearance of device (understood as device dislocation) and excessive/abnormal bleeding (understood as genital haemorrhage). On (B)(6) 2016, plaintiff underwent surgery(pelvic surgery to address her complications). There is a risk that the device could move out of the fallopian tubes. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. Genital bleeding is common in women and may have multiple causes. In this case limited information was given for the above mentioned events. This case was classified as incident since device removal was required. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.